Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient was admitted into the hospital for a gi bleed. The capsule endoscopy did not show anything. The hospital staff found non-bleeding gastric ulcers. The patient's hemoglobin had dropped and inr goal was 1.5-2.5. The patient also has a history of atrial fibrillation. The patient was discharged 9 days later.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.